Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature entitled ¿rotating platform spinouts with cruciate-retaining mobile-bearing knees¿, written by david a. Fisher, md et al. Published in the journal of arthroplasty vol 26 no 6 september 2011, was reviewed. The purpose of the article was to study the scrutinize the data of seven cases that experienced spinout or dislocation. Products used: pfc sigma rp, depuy there were seven cases which will be listed below: case 1: (B)(6) female; 20 months to spinout; occurred while rising from a chair; deep dish bearing exchange; recurrence 21 months later; components revised. Case 2: (B)(6) female; four weeks to spin out; occurred while siting in a chair; bearing exchange; resolved. Case 3: (B)(6) female; three months to spinout; occurred while crossing legs; bearing exchange; resolved. Case 4: three months to spinout; occurred sitting in a chair; bearing exchange; infection with two stage revision. Case 5: (B)(6) female; three months to spinout; occurred after a fall; bearing exchange; infection with two stage revision. Case 6: (B)(6) female; six months to spinout; occurred while crossing legs; revision; resolved. Case 7: (B)(6) female; six weeks to spinout; occurred after a fall; bearing exchange; resolved. In all seven patients, radiographs revealed a lateral spinout with the bearing spinning out from beneath the lateral femoral condyle in a posterior direction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.